Event description:
Pt death reported in conjunction with AED deployment. Customer required review of ECG to determine whether AED functioning correctly. (B) (4)

Manufacturer narrative:
AED memory and event ECG reviewed. AED was not returned. (B) (4): device internal memory reviewed. Conclusion: report is being filed as it cannot be conclusively stated that device did not contribute to event.